Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
A customer reported via phone call indicating that their sensor displaying wrong readings of sensor and blood glucose. The customer's blood glucose was 26.9 mg/dl and the sensor glucose was 10 mg/dl at the time of the incident. The customer stated that they will upload their insulin pump but was not sure if their insulin pump was working. The customer stated that they will call back to troubleshoot.